Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 1.999 mg/day), fentanyl (50 mcg/ml at 9.996 mcg/day), and bupivacaine (5 mg/ml at 0.9996 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 07-jul-2017 pump logs were received which indicated a pump motor stall occurred on (B)(6) 2017 at 17:43 with a motor stall recovery on (B)(6) 2017 at 18:09. The pump was examined on 07-jul-2017 at 13:35. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-13 reported no symptoms were noted by the patient. The patient was informed of the event on (B)(6) 2017. A dye study was booked, and possible pump exchange was discussed. The cause of the motor stall was not determined/identified. The patient's weight at time of event was (B)(6)pounds. The current status of the pump was noted as implanted. No further complications were reported/anticipated.